Event description:
It was reported that during an endoscopic thyroidectomy procedure, the teflon pad fell off. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device returned was a different batch than reported. The device was returned with the distal tip of the blade broken off and not returned and with the tissue pad damaged, melted and 100% present not detached as reported the remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. The device was functionally tested with a generator. During functional testing on the generator an alert screen was displayed. A probable cause of an alert screen is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.